Event description:
It was reported that a patient was diagnosed with hearing loss and tinnitus after an MRI exam. The customer indicated that the patient was not provided hearing protection during the exam. The patient is currently under the care of a physician; however, details of the diagnosis and medical treatment are not known at this time.

Manufacturer narrative:
Ge healthcare has initiated an investigation for this event. Additional information regarding the event has been requested from the customer.